Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/17/2022. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please clarify if the quantity involved is 2 and if 2 devices experienced needle pull off during this one procedure? During this procedure, this issue occurred in one device. Was the needle piece removed from the patient during the same procedure? No further information is available. Have any of these events been previously reported to ethicon? Yes. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a shunt procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture during continuous suturing. It was not a control release needle. It was the 2nd time of needle pull-off in the same box. It was reported that this quality issue happened with only one device during this procedure. There were no patient consequences reported. Additional information was requested.